Manufacturer narrative:
The investigation determined that higher than expected vitros gent and valp quality control results were obtained when processed on a vitros 5600 integrated system. The most likely assignable cause is an instrument issue related to the photometer subsystem of the micro tip subsystem of the vitros 5600 instrument. Performing routine maintenance to the photometer subsystem resolved the issue. There was no indication the vitros gent or valp reagents malfunctioned.

Event description:
The customer contacted the ocd technical solution center (tsc) to report vitros gentamicin (gent) and valproic acid (valp) quality control results were higher than expected when processed on a vitros 5600 integrated system. Gent results >10.0 and 9.84 ug/ml vs. Expected 7.45 ug/ml. Valp result of 142.1 ug/ml vs. Expected 118.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegations that patient sample results were affected, however, the investigation cannot conclude that patient sample results were not affected during the timeframe of the event or would not be affected if the event were to recur undetected. There were no reported allegations of patient harm as a result of this event. (B)(4).